Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-061 storage outside specifications. Rc-069 missing chemistry; user washed strips. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6) is calling on behalf on the customer. The customer is concerned with the test results from results obtained in the 40's and 50's. The expected fasting blood glucose test result is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back test was not performed. The test strip lot manufacture's expiration date is 01/30/2021 and the open vial date is undisclosed. The meter memory was not reviewed for previous test result history.